Event description:
It was reported that during a pci procedure, the quantum maverick monorail ptca catheter balloon ruptured at 12 atms on the initial inflation. The balloon was inflated for 10 seconds. The lesion being treated was a calcified, 90% stenotic lesion in right coronary artery (rca). The physician exchanged the quantium maverick monorail ptca catheter to a hinode balloon and the dilation was successfully performed at 16 atms. No pt injuries or complications were reported. Pt status is reported as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant info become available; a supplemental medwatch report will be filed.